Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Customer states the plastic ring around the reservoir is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test, rewind, prime, and excessive no delivery alarm test. Unable to complete functional test due to broken reservoir tube lip. Unit received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.